Event description:
It was reported that the patient need emergency medical service (ems) assistance due to hypoglycemia. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.